Event description:
It was reported that the patient experienced redness, pain, and swelling at the injection site, with the most recent site becoming swollen, red, and very tender. The patient was diagnosed with an injection-site infection and was prescribed antibiotics for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.